Manufacturer narrative:
(B)(4). The 510(k) # of similar product code of 826632: k914479. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, during the monitoring, an icp microsensor didn't detect the intracranial pressure. It was replaced with a new one, no adverse consequences reported. According to the surgeon the new microsensor design results to be more rigid and with lower resistance to the normal stressing factors. As reported by the ous affiliate, the event caused delays over 30 minutes; the microsensor was removed and monitoring discontinued.

Manufacturer narrative:
It was previously reported that the device would be returned for evaluation. It was later communicated that the device was discarded. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available or additional device identifying information is provided, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.